Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No further details have been provided. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported the prior to use during a hip surgery, it was noted that "there was some dirt in the suction set tubing." The product was not used. Photographs depicting the reported issue were provided. No further information has been provided.

Manufacturer narrative:
Corrected device manufacture date. Updated: evaluation method code as a sample was received. A batch record review was performed. No non conformance report related to complaint issue were initiated for complaint order during production. A sample was received and evaluated related to an investigation initiated for ¿dirt in op-flex set tubing¿ for the complaint issue. Based on the information received the investigation concludes that the true root cause for the issue ¿dirt in op-flex set¿ cannot be identified. The potential root causes are specific properties of raw materials and presence of stagnant zones in extruders. A corrective action was initiated for ¿requirements for extruder cleaning frequency¿. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No further details have been provided. Should additional information become available a follow-up report will be submitted. (B)(4).